Event description:
Per received report: when the physician implanted the first coil into the aneurysm, and planned to detach it, it cannot be detached. Then withdrew it and changed another one to complete the procedure. Additional information received indicated that a pre-deployment test was performed. The "detach" button of the detachment control box (dcb) was pressed approximately four times and as all attempts failed, the coil was safely withdrawn. There was no problem with the detachment control box (dcb) and there was no stretching observed or unintended detachment occurred post coil retrieval. The procedure was completed by replacing the coil for another one. Patient was fine and no injury reported.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization of a posterior communicating (pcom) aneurysm, the first coil, a 4 mm x 7.5 cm micrusphere 10 platinum microcoil, could not be detached. The coil was safely withdrawn without stretching or unintended detachment. The device was exchanged for another one to complete the procedure with no patient injury. The pre-deployment test was performed and when attempting to detach the deployment button was pressed approximately 4 times. There were no problems observed with the detachment control box. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the coils nondetachment was due to a fracture of the solder joint junction inside the resistance heating coil section. The circumstances of how and where this damage occurred cannot be determined. The returned device positioning unit (dpu) failed electrical testing. The root cause of the fracture of the solder junction inside the resistive heating coil section which likely resulted in the failure of the coil to detach cannot be determined. However, based on the report that there were no defects during the electrical check prior to use, it is possible that procedural factors/device manipulation and/or vessel/target site angulation contributed to additional stresses resulting in the fail point. All devices undergo multiple electrical checks before reaching the final packaging. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure to detach was confirmed with functional testing. Although no definitive conclusion can be made with review of the device history records there is no indication of any manufacturing issues impacting the event. Therefore, no corrective actions will be taken at this time.